Manufacturer narrative:
The actual device was not available, however a catalogue number and lot number was made available, along with a photo of the sample for evaluation. Visual inspection of the photograph noted that the connector was missing from the heater line. The tubing, positioned in the organizer did not appear damaged. The reported event was verified and the cause was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing the luer connector and pull ring cap. The occurrence date was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.